Event description:
Customer reported low blood glucose symptoms with a result of 169 mg/dl obtained on the mobile system. An ambulance was called, and approximately 15-20 minutes later, the customer tested 45 mg/dl on the professional meter. He was treated with liquid glucose and admitted to the hospital. Requested return of suspect device however only the meter was returned; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.